Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was perpetually rebooting. The receiver case was opened for further evaluation. A data log was retrieved by detaching the u1 pcba. A review of the data lot observed firmware errors; however, it is unrelated to the customer complaint. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.